Event description:
Dealer stated that when the end user plugged the charger into the joystick on his tdxsi-2 power chair there was allegedly arcing and some smoke. Dealer stated that the prongs on the charger were allegedly melted and there were visible burn charred marks. The metal insert in the joystick charger port allegedly melted and was damaged. End user was in the chair when he plugged the charger into the joystick , noticed the smoke right away and turned the chair off and called the dealer. No alleged injury.